Event description:
The facility reported an infusion pump with a failure code 812:02. It was not specified if this failure occurred while infusing on a patient. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.